Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic hysterectomy, the needle and the suture broke, both sides of the needle were recovered and all pieces of the thread were also recovered. Another suture was used to complete the case. There is no patient harm.